Manufacturer narrative:
Analysis is in progress. Following the completion of the analysis a supplemental medwatch report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 61 months post implant of this annuloplasty ring, the ring was explanted and replaced due to dehiscence. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination showed green multifilament sutures remained attached along the ring. Pannus was noted all around the ring at the inflow aspect. An unknown amount of pannus appeared to have been removed during explant. There was no evidence of distortion or damage to the ring. Reduced performance of the ring is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. A true cause of the reported dehiscence cannot be determined. Analysis determined there was no indication of a product quality issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incorrect device was originally reported. The correct device name, model and PMA number has been submitted. If information is provided in the future, a supplemental report will be issued.